Event description:
Our affiliate is reporting to us that the patient underwent a successful rc repair at some point in time (date not supplied) with the use of a mitek versalok anchor for fixation. At some point subsequent to the repair (date not supplied) the patient presented (not defined) and it was somehow determined that the anchor had pulled out of the bone hole and a re-surgery was needed. The patient underwent a 2nd surgery at which time the surgeon removed the fixation device. This is all of the information supplied to mitek.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Eval summary: awaiting return of complaint device.

Manufacturer narrative:
The anchor (sleeve and pin) were evaluated visually under magnification to determine if the pin was fully deployed in the sleeve. The four pin tabs were aligned with the sleeve holes which determine that the pin was fully deployed inside the sleeve. The post op pullout of the anchor system was not caused by a faulty deployment of the pin. Based on the (B)(6), the other potential root causes for this failure mode are soft bone, and/or anchor not fully inserted to the laser line. Both of these root causes are not due to faulty system performance. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.